Event description:
It was reported to the manufacturer by the end user, per the end user, "head of the bed was being raised when mattress tangled into the frame and the patient fell out of bed. Facility stated that the mattress was installed wrong also stating that the bed frame was ruined by the way the mattress was improperly installed." The patient did not sustain any injuries. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.